Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported backup alarm failure (code 1104). No patient harm was reported. Patient information requested.

Manufacturer narrative:
The field service engineer (fse) was unable to duplicate the reported problem. There were no parts replaced. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
Updated .